Manufacturer narrative:
Based on the evaluation of the walker and pt's report of misuse, it is concluded that the cause of the failure of the handle receiving tube was due to an undue amount of stress on the handle. Report initiated following FDA audit.

Event description:
Incident occurred on (B)(6) around 6 pm, according to assisted living center report. Pt was coming out of bathroom after washing her hands. The pt stated the she was using the walker as a guide when exiting the bathroom and allegedly only touched the left handle, when the handle receiving tube broke. When the tube broke, the pt fell to the left and remained on the floor for approx one hour, until someone from assisted living staff came to check on her. The staff at the assisted living center did not feel that it was mandatory for the pt to visit the hospital, but the pt requested that an ambulance be called to transport her to the emergency room. She alleged that she hurt her shoulder and hip, and possibly broke a couple of ribs; however, the nursing home director indicated that there was no report of injury from the hospital.